Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was located in main drawer 1.1, pocket e1. A field service engineer searched the station for missing narcotic medication as reported by the customer. On the smart half height drawer, released all cubies in both x.1 and x.2 drawers using hardware test application (hta) and checked underneath for missing medication. Opened every drawer and inspected behind and in-between drawers. Checked inside the chassis cabinet around the drawers. Had rxtech check the return bin. Moved all assets (main and aux) to inspect underneath and around. Missing medication was not found. The field service engineer close the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medication was located in main drawer 1.1, pocket e1. Pyxis system indicated that one oxycodone immediate release 5 mg tablet was missing. However, there were no delay to patient care and adverse events or injuries reported based on this incident.